Event description:
It was reported that via a (B)(4) transmission, intermittent undersensing was observed. The device remains implanted and patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.